Manufacturer narrative:
The insulin pump was received with blank display due to corrosion inside the battery tube. There was no moisture damage found on the electronics assembly and motor assembly. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's grandmother reported via phone call blank display, moisture damage and high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose with a correction injection. Troubleshooting for moisture damage was performed. Customer went into the swimming pool while wearing the insulin pump. Customer placed the insulin pump into a bag of rice, placed a new battery and after 24 hours the device had a blank display. Customer advised there was fluid under the lcd display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.